Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4) - item to be returned for evaluation. Upon receipt of explant and completion of evaluation, a follow-up report will be sent to the FDA. This report was filed (B)(6), 2011.

Event description:
It was reported that pt underwent knee procedure in (B)(6) 2001. Revision procedure was performed on (B)(6), 2011 due to infection. Some wear was noted on anterolateral and posteromedial edges. No further complications have been reported.